Manufacturer narrative:
An event regarding loosening of the jts, distal femur, tibial component was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned and no photographs were provided for review. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was originally inserted in 2017 and revised in 2018. The surgeon reported maximum extension of the implant, leg length discrepancy and instability of the tibial component. The CT image provided shows that the femoral implant has been extended by 67mm, which has exceeded its maximum capacity of 50mm. The affected femur was 13mm shorter than the opposite femur and tibial stem was misaligned. The instability of the tibial component cannot be observed radiographically. Therefore, the radiographic review can mostly confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other similar event for the reported lot. This is for the revision in 2018 for the same patient. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right femoral jts growing prosthesis. Noted on the form: "max extension, leg length discrepancy (pin 21677), tibial component (pin 21009) instability. Save femoral stem if it's stable."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right femoral jts growing prosthesis. Noted on the form: "max extension, leg length discrepancy (pin 21677), tibial component (pin 21009) instability. Save femoral stem if it's stable."